Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 8f navarre drainage catheter was returned for evaluation. The inner stylet was not returned within the catheter and the device appeared to be pigtailed at the distal end of the catheter. All components were not received so functional testing was unable to be performed. Therefore, the investigation is inconclusive for the reported fluid leak issue as the exact circumstances at the time of the reported event are unknown and the issue cannot be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that two days post dialysis catheter implant, the device allegedly had leak. Reportedly, the catheter was removed and replaced with new catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that two days post dialysis catheter implant, the device allegedly had leak. Reportedly, the cathter was removed and replaced with a new catheter. There was no reported patient injury.